Event description:
Customer's mother was contacted as part of an outreach program. Customer's mother reported that customer had recently passed away. Customer had been in and out of the hospital for the last six months and was in a hospice. She had gastroparesis and was in a lot of pain. Customer had trouble dealing with diabetes and was always going into diabetic ketoacidosis. Customer's mother stated she believed the insulin pump gave customer at least an extra year. The official cause of death was gastroparesis. Customer was wearing the device at the time of death. The blood glucose level at the time of death was not known. The device is not being returned because customer donated it to a friend. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.